Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and slight evidence of blood. A visual inspection determined that the jaws were bent at the end of the jaw assembly. We are unable to conclusively determine how or when the jaw bent. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. Based upon the received condition of the device, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 would not activate. The extension cable was swapped out and the device would still not activate. A replacement device was used to complete the procedure. The hospital did not report any pt effects.